Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the flexvision pc did not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and found that the system was crashing and flexviewing pc does not load the configuration. The field service engineer (fse) visited onsite and found that the flexviewing pc is unable to boot because it does not detect a system disk. The philips engineer then replaced both the flex vision pc and the hard disk components, followed by the installation of the required software. The defective flex viewing pc was returned to philips for failure analysis. The analysis confirmed the malfunction and identified that hdd bay failed, the hdd slot was not functioning. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1152-2024). After replacement the system was returned to use in good working condition. The codes were updated based on the investigation outcome.